Event description:
During the procedure the physician used a 3.5x 22mm resolute onyx drug eluting stent to treat a lesion in the cx/om. Lesion exhibited moderate tortuosity. No damage was noted to the device packaging. No issues removing the device from the hoop/tray. Device was inspected with no issues. Negative prep was performed with no issues. Lesion was pre-dilated. Device did not pass through a previously deployed stent. Resistance was encountered during advancement of the device, but no excessive force was used. It is reported that stent deformation occurred in vivo during advancement/positioning. Removal difficulties were also experienced. The stent only reached the middle third of the guide catheter and got stuck. No intervention was required to remove the device. It is reported that the difficulty was due to kissing stent technique with another 2.5 x 22mm resolute onyx device. The 2.5 x 22mm resolute onyx device was successfully deployed. Patient is alive with no injury. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.